Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported on (B)(6) 2026, that the patient had been hospitalized and was currently admitted to the intensive care unit. The date of admission was not provided, and no further information regarding diagnosis, symptoms, or treatment were reported. No additional information was obtained despite multiple good-faith efforts to request further details.